Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device malfunctioned and noticed there was no image on the screen monitor when the subject device was plugged into the video processor. The issue happened during a therapeutic ureteral catheter and urethral dilation. There was a three-minute delay in the procedure, and it was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device malfunctioned and noticed there was no image on the screen monitor when the subject device was plugged into the video processor. The issue happened during a therapeutic ureteral catheter and urethral dilation. There was a three-minute delay in the procedure, and it was completed using a similar device. The patient remained under anesthesia for an extended period of time, but no injuries or physical harm was done.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: small cut on cable and failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a line was showing on the image due to a faulty charge-coupled device. Olympus will continue to monitor field performance for this device.